Manufacturer narrative:
The system was examined and the reported event was replicated (via event log review). The fluidics module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cryo gas vitrectomy procedure repair for a retinal detachment, during the fluid/air exchange (fax) mode the system did not push air. Irrigation was in working order, the system calibrated normally and no system messages were displayed. Technical services was contacted but the call was disconnected. Because the issue could not be resolved by phone the surgeon injected silicone oil instead of the expected injection of gas. The surgical case was completed but the clinical consequences are a less controlled cryo application, less effective due to a low intraocular pressure (iop) and a limited gas volume. A second procedure is expected to remove the silicone oil at later date. Additional information has been requested